Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparotomy. According to the reporter: an initial diagnosis was a hernia. A chronic seroma was drained had (B)(6) (or other organism introduced into it). The seroma became contaminated and was treated with vac on (B)(6) 2010. The pt went to outpatient and emergency room. On (B)(6) 2010, the wound was cleansed and closed and there was no inflammation. On (B)(6) 2010 the pt experienced a recurrent seroma leakage from the umbilical area. The surgeon inserted a drain in opd on (B)(6) 2010 and was readmitted due to chronic infected seroma.